Event description:
It was reported that the insulin pump case was damaged and had cracks. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked belt clip slot and detached end cap.